Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment of a stylus calibration issue, however it was confirmed that the programmer powers up with dim display. The programmer was noted to have hardware limitations preventing remote view/control operations. The lower case feet were worn. The liquid crystal display was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display appeared damaged and was dark. It was also noted the stylus did not work on certain parts of the display. The programmers remote view/control function was not working also. The programmer was returned for service. There was no patient involvement.